Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to carditis/infection in the myocardium. A temporary lead was implanted and the ipg was used externally. No further patient complications have been reported as a result of this event.